Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the external device displayed eri message. Analysis showed its a true eri message. The patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring therapy.